Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed inappropriate shock delivered by the implantable cardioverter defibrillator. Inappropriate therapy was attributed incorrect diagnosis of supraventricular tachycardia with rapid ventricular response. No interventions were reported. Further information was requested but not received.